Manufacturer narrative:
Section a5: ethnicity: unknown/not provided. Section e1 telephone: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a toric multifocal intraocular lens (iol) experienced halos/glare at night and vision is not clear. The lens is scheduled for a planned an iol exchange on (B)(6) 2023. Through follow up, it was learned the iol was explanted from the patient's left eye. Another johnson & johnson lens, model diu100 21.0 diopter was implanted as a replacement. There was no patient injury. There was no medical/surgical intervention required outside of the standard care. The patient was fine when discharged. No further information was provided.